Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, tac recommended several trouble-shooting options. However, there was a connection issue with the call and the customer was unable to properly hear/implement the recommended fixes. Consequently, the customer noted that she was going to pursue other solutions. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while she was trouble-shooting a white balancing issue with an olympus light source device, she lost the image on her olympus evis exera iii video system center. This report is being submitted to capture the lack of image on the evis exera iii video system center. There was no patient involvement during this event.